Event description:
There was a report that the screen of the pump was dark and would not turn on, and additionally, the battery of the t:slim x2 pump would not charge. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support instructed the caller to try various troubleshooting steps, such as using different charging cables and adapters, which were unsuccessful. Eventually, technical support decided to replace the pump. The customer was advised to transition to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and instructions for returning the problematic pump were provided.